Event description:
Additional information received from the patient reports the leads were redone. The patient had to get new leads because all of the radio oblation she had shorted them out. Patient was supposed to get c2 peripheral nerve stimulator. She said that will need to be put on hold due to neck surgery. The neurostimulator was for urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Event description:
It was reported that the patient underwent a uterine ablation and hydro distention of the bladder on (B)(6) 2014. The procedures were noted to be related to the patient¿s interstitial cystitis, which was what the device was for. Following the procedure, she needed to keep increasing stimulation and she had tried all other programs. After implant and for a year, she never had to move it; it was always on the same program. Additional information received reported that the patient thought the leads stopped working. It was noted that stimulation had to be changed from 1 volt up to 3 volts. Then the patient had to turn the therapy up to 5 volts to feel it/get effect. Then 1 week following a procedure, if she increased to 5 volts on all programs, she did not feel stimulation. Going up to 5.5 volts, she said it worked for an hour and then the patient fell asleep. Follow-up with the patient¿s doctor provided no additional information. Further follow-up was performed to determine if the patient had required any further assistance and if they had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reports compatibility guidelines were requested for MRI. The procedure was not due to a problem with the device or therapy. There were no symptoms reported and no symptoms related to MRI or neurostimulator device. Patient reported fried leads with the previous device and other medical conditions not related to her neurostimulator. Patient previously reported this event. She had the lead revision done on (B)(6) 2015 where the lead was replaced. After the lead was replaced the device was working and there were no issues. The reason for lead replacement was because her leads got fried from doing 2 neck ablations and uterine ablation. All that ablation burning shorted out her leads. Her device stopped working where she stopped feeling stimulation and had to increase stimulation up to max. Her symptoms were not under control. Hcp (healthcare provider) then suggested to redo the leads. Patient mentioned the representative was there at the revision surgery. No troubleshooting was needed for the call. Patient says it was now working and there were no issues. Symptoms reported were symptoms return and no stimulation. Patient services asked when neurostimulator stopped working, when she stopped feeling stimulation and when symptoms returned. Patient was not sure when she notice issues and think it was either (B)(6) 2015 or it was either after her neck surgery in (B)(6) (neck surgery was on (B)(6)). Patient services asked patient when they determined her leads were fried/not working. Patient said it was 2-3 weeks after her neck surgery (neck surgery was on (B)(6)). She said it was (B)(6) 2015. Patient services asked when representative was notified that the device stopped working and that leads were not working. The patient does not known when representative found out about the leads broken but mention the representative was at the revision surgery. Patient services asked when representative was notified that the device stopped working. Patient said hcp notified the representative and she thinks hcp notified the representative (B)(6) as soon as hcp determined patient needed a lead replacement surgery. Patient mentioned other medical information not related to her neurostimulator device. She had 2 bladder surgeries this year and last week she had hydro distention when they stretch the bladder, they blow it out under high pressure. Patient also had 2 neck surgeries on (B)(6). She had been dealing with pain. Pain was not related to neurostimulator. Patient had been dealing with horrible trigeminal and occipital neuralgia which was not related to device. Additional information from the representative who registered new lead reports he had no recollection of the cause for lead replacement and does not believe he was given a cause.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0cpp6, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0cpp6, implanted: (B)(6) 2013, product type: lead. (B)(4).